Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation port was damaged. During preparation of the farawave as the package was opened and the physician wanted to flush the catheter, he saw that the irrigation port on the handle was damaged. They exchanged the catheter and the procedure was completed with no patient complications. The device is expected to be returned.

Event description:
It was reported that the irrigation port was damaged. During preparation of the farawave as the package was opened and the physician wanted to flush the catheter, he saw that the irrigation port on the handle was damaged. They exchanged the catheter and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flush port was detached, irrigation was not possible. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer can be seen. Costumer attached a picture where is possible to observe that the strain relief/luer was found detached.